Event description:
It was reported the patient's scs ipg is inoperable after not being charged (result of the patient receiving the charger swap letter regarding pocket heating). It was also reported an sjm representative attempted to establish communication between the ipg and patient programmer to no avail. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.